Event description:
The facility reports carers were raising the patient fro the chair when the life arm dropped back. The patient fell backward into the chair, causing the lift to tilt towards the patient. The carers grabbed the handle of the lift to force the lift back down. The grab handle twisted, resulting in the carer sustaining back strain.